Manufacturer narrative:
The axium coil was not returned for analysis as it was implanted in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that this coil would not detach with an instant detached or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) during a stent assisted coiling treatment of a small right internal carotid aneurysm. It was reported that the coil was detached prematurely in the microcatheter while pulling coil out of the aneurysm. The physician was able to push the coil into aneurysm using pushwire and guidewire. After the axium coil was pushed back into aneurysm, the physician continued the procedure as per usual. The coil was implanted in the patient at desired location. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.